Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number was not provided. The device was not returned; therefore, the complaint investigation is inconclusive for the reported deployment issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event.

Event description:
It was reported that during deployment of a vena cava filter, the pusher rod became caught on a filter limb; however, upon removal of the pusher rod, the filter limb fully expanded in the ivc. There is no reported patient injury.